Event description:
This ra lead was implanted on (B)(6) 1999 and remains in service as of this time. A call was placed to technical services on 03/17/2017 stating that this lead has oversensing. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).